Event description:
I had bi-lateral knee replacements and was neither warned or informed that there is a possible reaction to the metal and now I'm having a reaction and will be having revision surgery.